Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the stylus of the programmer would not calibrate. It was stated that the stylus had been replaced, recalibrated, and was still not functioning properly. It was advised that the stylus be returned for service. The status of the stylus is unknown. There was no patient involvement.